Manufacturer narrative:
Touchscreen and temperature alarm issue- unable to confirm.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally despite attempting multiple cables and power sources. When the pump was plugged into a power source, the pump appeared to initiate charging. However, shortly thereafter, the pump did not recognize the power source and would not charge. Subsequently, it was reported that the customer received multiple temperature alarms while attempting to charge the pump. In addition, it was reported that the customer has to press buttons multiple times for the pump to respond. Customer's blood glucose level was 70 mg/dl. Customer indicated they have back up novolog and lantus manual injections for continued insulin therapy.